Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon(iab), and pressing on the start key on the console, the iab fills and starts pumping but the blood pressure waveform is not displayed, it remains flat. The blood pressure sensor is not calibrated. The customer tried plugging and unplugging the sensor connector and turning on the power of the pump again, but the issue continued. The console generated an alarm. The iab was replaced with a new one to continue therapy. There was no reported injury or adverse event to the patient.

Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing and one-way valve were also returned. No kinks or physical damage observed on the device. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. An optical fault locator was used to detect any breaks along the length of the optical fiber. No breaks were detected. A 0.025" laboratory guidewire was inserted through the inner lumen. No obstruction was felt. The reported alarm and difficulty monitoring pressure were most likely caused by the sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to the respective supplier in order to determine a root cause. The evaluation confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Corrected field - patient weight corrected from 53kg to 61kg. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).